Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered therapy for an atrial tachycardia. The device was reprogrammed with new wavelet templates and remains in use. No further patient complications have been reported as a result of this event.